Event description:
It was reported that, upon opening the package of the cre wire-guided 10mm x 12mm balloon dilatation catheter, the device was not in the package. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.